Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: st. Jude medical brk-1 transseptal needle (catalog # g407209). St. Jude medical sl0 sheath (catalog # 407451). Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref.(B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ischemic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with an thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade (requiring pericardiocentesis and surgical intervention), cardiogenic shock (requiring extracorporeal membrane oxygenation) and death. Hours post-procedure, while in recovery, a left ventricular perforation was confirmed via echocardiography. Interventions included a pericardiocentesis that yielded an unspecified amount of fluid and surgical placement of a ventricular patch. Extracorporeal membrane oxygenation (ECMO) was administered. Patient was transferred to the intensive care unit in stable condition. Patient required extended hospitalization as a result of the adverse event due to ECMO management. Adverse event was assessed as life-threatening. On post-procedure day 5, the patient expired. Factors cited that may have contributed to the adverse event included the patient¿s medical history of cardiomyopathy and lupus. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle. Sheath used was a st. Jude medical sl0. Generator was set on power control mode with power cutoff of 50 watts and temperature cutoff of 43°c. Power ranged from 40-50 watts during the procedure. There is no information regarding power titration, overall ablation time, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 15 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained at 300 seconds. There were no errors reported on any bwi equipment during the procedure.